Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia)/ heavy periods/ menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provera from 1995 to 2005. Concomitant products included methadone since 2001. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criterion medically significant), back pain ("pain back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping"), ankle fracture ("broken ankle"), gait disturbance ("difficulty walking"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), bladder disorder ("bladder problem"), fatigue ("fatigue"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, blood loss anaemia, pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, anxiety, ankle fracture, gait disturbance, metrorrhagia, skin disorder, rash, bladder disorder, fatigue, tooth disorder, hormone level abnormal, gastrointestinal disorder, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, ankle fracture, anxiety, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2005 and (B)(6) 2008, (B)(6) 2008. Insertion details-8 coils on the right and 6 coils on the left were visualized lot number: 626529 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter, medical history, insertion details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('gen. Abnormal bleeding / abnormal uterine bleeding'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)/ heavy periods/ menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provera from 1995 to 2005. Concomitant products included methadone since 2001. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), back pain ("pain back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping"), ankle fracture ("broken ankle"), gait disturbance ("difficulty walking"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), bladder disorder ("bladder problem"), fatigue ("fatigue"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic salpingectomy removal of essure). Essure treatment was not changed. At the time of the report, the abnormal uterine bleeding, heavy menstrual bleeding, blood loss anaemia, pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, anxiety, ankle fracture, gait disturbance, intermenstrual bleeding, skin disorder, rash, bladder disorder, fatigue, tooth disorder, hormone level abnormal, gastrointestinal disorder, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, ankle fracture, anxiety, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2005 and (B)(6) 2008. Insertion details-8 coils on the right and 6 coils on the left were visualized removal procedure details: the fallopian tubes were visualized bilaterally including the fimbriated ends. The right tube was stabilized using a grasper and the cornual edge of the tube was incised using monopolar scissors to expose the essure device .the edge of the essure device was grasped and gently pulled out of the cornual end of the uterus. Both inner and outer coils of the device were removed and visualized to be intact. The ligasure was then used to cauterize and dissect the fallopian tube away from the mesosalpinx from fimbriated ends to the tubal insertion into the uterus, with care to avoid the pelvic side wall, ip ligaments and ovary. The same procedure was performed on the left fallopian tube including removal of both inner and outer coils of the essure device which were removed under direct visualization. The operative sites were examined and found to be hemostatic diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: findings: normal appearing uterus and bilateral ovaries. Fallopian tubes appeared tortuous, likely consistent with hydrosalpinx. Normal appearing liver, gallbladder, stomach and appendix . Path: bilateral fallopian tubes . Complications: none. Indication: who requests removal of her essure devices. The devices were placed 14 years ago after the delivery of her last child and since then she has had dysmenorrhea and menorrhagia. She is requesting bilateral salpingectomy and removal of essure devices. Lot number: 626529, manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-oct-2021: essure removal information added; adverse event "gen. Abnormal bleeding" updated to "gen. Abnormal bleeding / abnormal uterine bleeding"; lab data added; we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia)/ heavy periods/ menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: depo-provera from 1995 to 2005. Concomitant products included methadone since 2001. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criterion medically significant), back pain ("pain back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping"), ankle fracture ("broken ankle"), gait disturbance ("difficulty walking"), metrorrhagia ("metorhagia (bleeding b/w periods)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), bladder disorder ("bladder problem"), fatigue ("fatigue"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, blood loss anaemia, pelvic pain, back pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, anxiety, ankle fracture, gait disturbance, metrorrhagia, skin disorder, rash, bladder disorder, fatigue, tooth disorder, hormone level abnormal, gastrointestinal disorder, headache, nausea, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, ankle fracture, anxiety, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-2005 and (B)(6) 2008, (B)(6) 2008 insertion details-8 coils on the right and 6 coils on the left were visualized lot number: 626529 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.